Event description:
I visited my local tanning salon and was assigned to a bed. The clear acrylic that one lays on had been cracked and my arm was cut and pinched between the two broken pieces. The cracked area was dirty and had dust in it. I dressed and told the operator who gave me 2 months free tanning and offered to give me free lotion. I refused and have been trying to find out who inspects tanning salons in my state since this one needs to make improvements for the safety of the customer. Bed 10 at speed of light. FDA safety report ID# (B)(4).